Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of sensor broken was identified during the customer call. Customer replaced the patient side pressure sensor to fix the device. He called to see if he can get a replacement pressure sensor since this device was under warranty. They provided the part number 49000540 pressure sensor assembly and transfer to com to see if it will be a cost or no cost part. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the sensor broken. There was no patient involvement.